Manufacturer narrative:
Qn#(B)(4). Additional information regarding patient condition: customer was contacted and said they "cannot say the reported issue caused any impact to the patient's condition". They also stated that the patient's current condition is unknown. A device history record investigation did not show issues related to this complaint. A record assessment (fmea) was conducted and no changes required. Failure mode "wire tangled in the tube" could be confirmed with picture attached. The device has been returned to the manufacturer, however the investigation of the device is still in progress at the time of this report. Report will be updated at the conclusion of the investigation.

Event description:
Customer complaint alleges "ventilation didn't work properly. After it was exchanged with another endotracheal tube, it worked smoothly. During the operation, the doctor found out wire was tangled in the tube." Patient's condition reported as "critical. Patient's condition prior to the alleged malfunction is unknown.

Manufacturer narrative:
(B)(4). The sample was returned for evaluation. A visual exam was performed and it was observed that the coils were damaged throughout the length of the device and the inner wall of the extrusion had separated from the outer wall as a result of the damage to the inner coils. No other defects were observed. Functional inspection was not required as a part of this complaint investigation as the damage observed inside the tubing indicates that the tube will not pass a kink resistance test. The instructions for use (IFU) for this product was reviewed as a part of this complaint investigation. The IFU states, "if a reinforced tube is used orally, a bite block is recommended." The reported complaint of "wire tangled in the tube" was confirmed based upon the sample received. The returned et tube was confirmed to have a damaged wire at multiple spots throughout the length of the et tube. A DHR review was performed on the product with no evidence to suggest a manufacturing related cause. The damage observed is consistent with a coil reinforced tube that has been pinched with a high force. Based on the time of discovery and the damage observed, it was determined that operational context caused or contributed to this event.

Event description:
Customer complaint alleges "ventilation didn't work properly. After it was exchanged with another endotracheal tube, it worked smoothly. During the operation, the doctor found out wire was tangled in the tube." Patient's condition reported as "critical. Patient's condition prior to the alleged malfunction is unknown.